Event description:
It was reported that the original implants have been explanted and a new request has been created.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.